Event description:
The customer alleged that immediately after attached to the 840 ventilator, the unit went into a "vent inop" condition. The pt was manually resuscitated and there was no harm or injury reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse did verify a vent inop error code that supported the customer's allegation. The cse replaced some components as a precautionary action. The unit passed its acceptance tests.